Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of fails delivery accuracy +6.4% was verified. The event log shows indications are, two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. The device was performing within the +/-6% delivery accuracy of the device. Use testing was performed. Service will not make any repairs at this time. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump fails delivery accuracy +6.4%. No reported adverse effects.